Manufacturer narrative:
No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system was intermittently tracking. The site representative reported the tracking issue was observed with multiple navigated instruments. To troubleshoot the issue, the site representative attempted to power cycled the computer with no change. The site representative then verified tracking details and found the instruments would go in and out of green status when at stationary position, 6 inches away from emitter. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep reported that the system has been used successfully without further issue.